Event description:
Covidien received information stating that a pt was removed from an 840 ventilator and placed on a second ventilator. According to the report from the customer the ventilator "was giving erratic readings as the pt was buckling the therapy." The customer states that there was no pt harm reported. The customer reported to have tested the ventilator for "erratic tidal volume readings" and that the ventilator failed the extended self-test (est) exhalation valve test. Additional information was requested regarding the ventilator settings, pt therapies at the time of the incident. This information was not made available to covidien. Covidien was not authorized to evaluate or repair the device.

Manufacturer narrative:
(B)(4).